Event description:
It was reported that the patient had to go to the ER (emergency room) on (B)(6) 2012. A problem with the pump was indicated with no specifications provided. It was added that it had been 12 days now and still "not a fix on the pump". It was stated that patient was looking out for healthcare provider (hcp) to perform a catheter dye study since his hcp was out of town until (B)(6) 2013. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Event description:
It was later reported this patient visited the emergency room (ER) three times as this pump was not delivering the patient their medications and at one point there were 'over three meds compounded in my pump.' The patient reported that the physician stated "he cannot if the problem.' In addition, it was later reported that the patient contacted the physician office and reported that he slid down too fast in the bathtub, had been having a lot of pain, and said it was probably weather related also. The patient was advised if the pain was that bad to go to the ER or the primary care physician for evaluation. The patient had reported symptoms of withdrawal in the emergency room, however, there was no injury to the patient and no hospitalization was required. The pump was further evaluated in the ER and appeared to be working 'ok.' Logs were read and were not indicative of any events, stalls, or that the pump was intermittently working. The patient underwent a computed topography (CT) scan on (B)(6) 2013. This was performed because of 'scs,' spondylosis and disc bulging. The pump and catheter were identified and imagining did not reveal problems with the catheter. Further investigative studies were delayed waiting on the results when the patient returns to the office on (B)(6) 2013. The device system was used to deliver morphine and marcaine and at one time prialt as well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had "ended up crashing on the patient" in (B)(6) 2012. A dye study was attempted but it was unsuccessful because the health care professional could not clear the catheter. The patient ended up in the emergency room three times. It was noted that the pump problems occurred about two to three months after the compounded drugs were put in. It was also reported that the patient felt the pump was surging. An x-ray was performed and it was indicated that there was "nothing wrong with the pump." The health care professionals were able to localize and visualize a few spinal cords, stimulator electrodes and the pump catheter. There was no volume discrepancies noted at the refills. The drug in the pump was changed back to morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional reported information indicated that the pain pump was still not working right. It turned off and on. The pump was reset, worked for two days, and then stopped. The patient had an appointment on (B)(6) 2013 with his healthcare provider and is waiting on a test.

Event description:
Additional information: it was report that the patient¿s last dose of intrathecal prialt was ¿on or about¿ (B)(6) 2012 when his pump was refilled with morphine 10mg/ml and marcaine 5mg/ml to a volume of 40ml. Prialt was eliminated from his dose at that time. The initial prialt dose was 0.7209mcg/day. The cause of the adverse event was unknown.

Manufacturer narrative:
(B)(4).